Manufacturer narrative:
Problem code 1069 captures for the reported event of guide catheter broken. A flexima biliary stent was returned for analysis, the guide catheter was observed stretched and broken in the proximal section, additionally, it was found a bent/kink in the guide catheter distal section, also, the suture hole was observed torn. No issues were found in the stent. Based on the product analysis, most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use in addition of continued attempts to retract the guide catheter or force applied to the device in order to release the stent can lead to the guide catheter stretched and broken issue, also the guide catheter kink and the suture hole torn, this condition can result in issues deploying the stent. Therefore the most probable root cause for this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.. A review of the device history record (DHR) was performed, no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that an flexima biliary stent was used during a biliary stent placement in the biliary tract performed on (B)(6) 2019. According to the complainant, during the procedure, the guide catheter was broken. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an flexima biliary stent was used during a biliary stent placement in the biliary tract performed on (B)(6) 2019. According to the complainant, during the procedure, the guide catheter was broken. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event.